Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: left shoulder labral repair. Cathplace: shoulder. Pt alleges chondrolysis in left shoulder following placement of an pain pump after labral repair surgery on or about (B)(6) 2004. Add'l info rec'd from legal (B)(6) 2013): I-flow understands upon info and belief, that this is a mckinley pump, but in an abundance of caution, I-flow is filing this MDR to meet any regulatory obligations that it may have.

Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided; therefore the device history records could not be reviewed. Results: the info contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit serviced on I-flow, no customer contact can be made at this time due to the pending litigation. On 8/8/2007, I-flow also prepared a technical bulletin entitled "what we know about chondrolysis today." (1303722, rev, e).